Event description:
The customer stated that the axsym analyzer generated discrepant results for the toxo-igg assay. One patient sample generated a reactive result which was previously negative for this assay and was also negative for the axsym toxo-igm assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being submitted for an international product ((B)(4)) that has a similar product distributed in the us ((B)(4)). An investigation is in process. A final report will be submitted when the investigation is complete.